Event description:
Customer reported system would not power on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened all cable connections. System operates as intended. This MDR is related to ge healthcare complaint number.